Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tip of the yellow screw driver has been rounded off from use. It doesn¿t screw glenosphere anymore. Did not delay surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirmed deformation and wear on the hex feature. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.